Manufacturer narrative:
Since the vascade mvp was discarded and the lot number was not provided, the device's manufacturing records cannot be reviewed. No further investigation can be performed. The cause of the reported event cannot be determined. Infection is a known, possible risk with an incision which is disclosed in the product IFU. The instruction manual for the vascade mvp states "warning do not release the collagen patch if any part of the white marker stripe is showing (e.g. Tissue tract is too short), as this may increase the risk of infection if the collagen protrudes from the skin."

Event description:
The patient underwent an ablation procedure utilizing the vascade mvp closure device. There were no complications reported during the initial procedure. Five days post procedure the patient presented with signs of infection. An echocardiography was performed and confirmed the infection was only in the epidermis area. As a result, the collagen was removed, and antibiotics were administered. The patient has improved and has been discharged from the hospital.